Manufacturer narrative:
The investigation into the reported event has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the most likely cause of the issue was use related. The failure modes will be monitored and trended.

Event description:
The complainant reported that a patient with a previous medical history of chronic heart failure and smoking presented to the md office complaining shortness of breath. The patient was diagnosed with triple vessel disease and reduced ef of 20%. The md determined that the patient was high risk CABG and planned the impella placement. Once the device was implanted it was determined that the inlet of the impella was near the mitral valve. The md attempted to manipulate the pump and place it in the right position, however, he was unsuccessful. As a consequence the decision was made to remove impella. The patient was returned in the ICU in stable condition. There was no harm to the patient.